Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-04469 addresses the first cre balloon, while manufacturer report #3005099803-2011-04468 addresses the second cre balloon.it was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophageal dilatation performed on (B)(6), 2011.according to the complaint, during the procedure, the first balloon was inserted into the endoscope and it was noticed that more force was needed to insert the balloon. The physician eventually gave up and withdrew the device from the endoscope, discovering the exit marker to be loose. A second cre balloon was removed from the packaging and was noticed to have the exit marker loose as well. The procedure was completed with third cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device found the exit marker to be bunched in three different points. The balloon had inflation liquid inside indicating prior inflation or the device was used. The inflation lumen inside the balloon was noted to be stretched. However when functional testing was performed the balloon was able to inflated to its maximum pressure and the lumen appeared to straighten out. The investigation results are consistent with the event description. The reported defect of exit marker loose/detached was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-04469 addresses the first cre balloon, while manufacturer report #3005099803-2011-04468 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophageal dilatation performed on (B)(6), 2011. According to the complaint, during the procedure, the first balloon was inserted into the endoscope and it was noticed that more force was needed to insert the balloon. The physician eventually gave up and withdrew the device from the endoscope, discovering the exit marker to be loose. A second cre balloon was removed from the packaging and was noticed to have the exit marker loose as well. The procedure was completed with third cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.